Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged in a secondary procedure due to an unknown reason. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Both haptics are bent in the gusset and distal areas. The optic is smashed over the posts of the lens case. Power and resolution testing could not be conducted due to the extensive optic damage. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).